Event description:
Information was received indicating that the smiths medical cadd legacy pump was unable to be reset back to zero. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Battery loss alarm test: pump ran 2min 31.38sec, pump alarmed 2min 27.54sec, stop watch #6722 test: passed. Key stuck alarm messages were found in the pump's event history logs. The reported issue could not be duplicated; however, the keypad assembly was replaced as preventative measure.